Event description:
The facility reported an infusion pump with a failure code 500:320:844. The event was reported to have occurred during biomed testing. The hospital representative stated no patient injury ahd been reported. Though requested, no add'l infor was provided regarding the demographics of the pt, the medication involved or the device programming. No add'l contact info was available.